Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a coolflow® irrigation pump and ¿air bubbles undetected¿ event occurred. There were no patient consequences. During the procedure, bubbles were not detected. Tubing was flushed and reconnected and the issue persisted. Tubing was changed two (1) times and the issue persisted. Saline was changed and the issue persisted. Pump sensor was wiped and the issue persisted. Ablation catheter (unspecified) was replaced with an ablaze ablation catheter and the issue resolved. Procedure was completed without patient consequences. Tubing was flushed prior to use on the patient. Issue occurred during flushing. There is no information regarding if bubble movement was detected. There is no information regarding if bubbles were detected after passing through the pump sensor. No error codes populated. No alarms sounded. There is no product information for the initial ablation catheter.

Manufacturer narrative:
On 7/30/2018, additional information was received which further confirmed the air bubbles were not visualized in the tubing and the pump did not detect the air bubbles. There is no information available regarding if the pump was in flush mode and no information regarding how changing the ablation catheter solved the issue. Additionally, the following typo was noticed in the initial MDR and should be corrected from, ¿tubing was changed two (1) times and the issue persisted.¿ to ¿tubing was changed two (2) times and the issue persisted.¿ manufacturing ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a coolflow® irrigation pump and ¿air bubbles undetected¿ event occurred. There were no patient consequences. During the procedure, bubbles were not detected. Tubing was flushed and reconnected and the issue persisted. Tubing was changed two (1) times and the issue persisted. Saline was changed and the issue persisted. Pump sensor was wiped and the issue persisted. Ablation catheter (unspecified) was replaced with an ablaze ablation catheter and the issue resolved. Procedure was completed without patient consequences. Product evaluation details: the device was evaluated and no error was found. Device is operating within specification. The device was subjected to dc cable replacement as precaution, preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).